Event description:
Complainant alleged that clinicians successfully delivered two 200 joule shocks to a male patient in his seventies who was in coarse ventricular fibrillation. The clinician then attempted to deliver a 300 joule shock to the patient, but the discharge buttons on the device paddles had to be depressed three times before successfull discharge occurred. A few minutes later the clinicians adminstered three more shocks to the patient, but again the paddle's discharge buttons had to be depressed three times before discharged occurred 3-4 seconds later. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.